Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the patient had multiple alerts for high shock impedance. The clinic as well as the physician was aware of the event and normal follow up was being followed. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements detected via the patient's remote home monitoring system. It was noted that a gradual increase in the shock impedance measurement was noted over the past year. Boston scientific technical services (ts) discussed the possible causes. Additional information obtained from the field representative indicated that the patient was seen in the clinic and the shock impedance measurement obtained was within the normal limits. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.